Event description:
It was reported that during a da vinci hysterectomy surgical procedure, the mega needle driver instrument was inspected prior to starting the case and it was fine. The surgeon started to use the instrument and noted wires were showing. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip and pitch cable to be frayed at the distal idler pulley and at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist of the instrument. Failure analysis investigation also found the frayed grip cable to be derailed. The grip can still open and close properly, however movement and functionality may not be precise. No other damage was found.